Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The pump was not returned for investigation. The data log shows that the signal-to-noise ratio (snr) started at approximately 400 at the beginning of the case, gradually decreasing to 0, with a placement signal spike reaching 3000. No abnormalities were detected in the other 5s optical signal parameters. It is noteworthy that the pump previously used on the same console exhibited a similar trend of low snr, suggesting that console-related abnormalities may be causing the optical signal issues. The cause of the optical signal issue was not determined since product was not returned. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient with heart failure and cardiogenic shock. The complainant reported that the impella cp had placement signal not reliable alarm at implant. No further information was provided. Care was eventually withdrawn, and the patient expired.